Event description:
On (B)(6) 2014 lay user/ patient contacted lifescan (lfs) and alleged their one touch ultrasmart meter powers off during use. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported a couple of months ago his meter began to power off during use. The patient manages his diabetes with insulin (self-adjuster). The patient confirmed that he did not make any changes to his usual diabetes management regimen in response to the alleged product. The patient also denied that he developed symptoms as a result of the issue; however, the patient did report visiting the emergency room on (B)(6) 2014 at 4am where his blood glucose was tested, the patient does not recall the result. The patient denied he received medical treatment due to the product issue. At the time of trouble shooting, the cca was able to confirm this was not the first time the product was being used, there was no misuse of the product and the battery did not need replaced. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of a severe injury after the product issue occurred nor did he receive medical intervention. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.